Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test before the pump shut off by itself. The patient's blood glucose at the time of incident was 92 mg/dl. Troubleshooting was initiated for the failed battery test, and the customer was advised to use (B)(6) aaa alkaline batteries and to monitor the pump. No products were returned, and a replacement battery cap was shipped to the customer as a courtesy to rule out any possible issues with the battery cap. The customer agreed to call back if any other issues arise.